Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken plug strap, yellow particles and opening curved on radius leak test and microscopic analysis was performed which identified: opening crease sharp on anterior, striated opening on radius, wear abrasion and creases fold and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. A striated opening on radius assessed as surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "grade three capsular contracture." Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "grade three capsular contracture." Device was explanted.